Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to patients's anatomy, medical treatment, progression of disease and the patient's related comorbidities. There are also procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2017 a patient was implanted. Following sewing ring attachment, the pump was inserted and locked into place. The outflow graft (ofg) was then tunneled up to the ascending aorta minimally invasive lateral thoracotomy (milt approach). While tunneling the surgeon noticed that the sewing ring began to pull away from the left ventricle (lv) apex. It was noted that the epicardium was quite fatty and that the sutures had not gone deep enough into the muscle. The pump was removed along with the sewing ring which had partially torn away from the apex already. The milt was converted to a full sternotomy and the apical ventriculotomy was repaired with pledgetted sutures. The sewing ring was re-attached to the apex and the pump was inserted per the instruction for use (IFU). No oozing was noted around the sewing ring and the tissue appeared stable. The implant continued per protocol and the patient was successfully weaned from bypass. Patient was intubated and sedated during implant. No further information available.